Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent recurrent right inguinal hernia repair with a kugel patch. On (B)(6) 2006 - pt underwent recurrent right inguinal hernia repair with a perfix plug.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The operative report for (B)(6) 2006 did not reference an excision or any, adverse effects of previously placed mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn.